Event description:
This report is based on information provided by philips remote service personnel and has been investigated by the philips complaint handling team. Philips received a complaint by the customer on the v60 indicating that a patient disconnect alarm occurred while the device was in use. There was no report of patient or user harm. The customer reported to the remote service engineer (rse) that a patient disconnect alarm occurred and noted that biomedical (biomed) engineer ran the device for over an hour on the control settings from the performance verification test (pvt), and there were no alarm conditions. The customer informed the rse that pvt will be performed and will call back with results. After running the entire pvt, the customer confirmed that the device passed successfully. The device passed required performance verification tests per philips standard and was returned to service.